Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was delivering insulin without the customer's input. The customer¿s blood glucose level was 316 mg/dl at the time of the incident. The customer noticed the pump starting to deliver a 10 unit bolus and stopped it at 4.8 units. Troubleshooting was completed and the pump passed a self test. The insulin pump will be returned for analysis. The pump was received with no (act, up and escape) button response due to corroded keypad traces. Unable to perform functional testing.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.